Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain it was reported that since implant, the patient has been having cramping and a "charlie horse" sensation in their leg, calf and ankle, which they had not experienced with their previous implant. The patient wanted to try their other programs but was not able to change the group when using their programmer. The patient had tried changing the battery in the programmer and had reported that the programmer battery was shown to be 75% charged. Patient services assisted the patient with changing from group b, program 1 at 9.10 volts to group a, program 1 at 8.0 volts. The patient was able to feel stimulation, but barely. It was reported the patient would try the new programming. No further complications were reported or anticipated. Additional information received from the patient reported that the reason they had been unable to change groups was that they forgot one step and could not find their programmer manual. The ins had not been helping on the program that it had been on. Speaking with the manufacture resolved this issue. The patient clarified that the controller had been at 75% and that they tried changing the batteries to get the controller to change groups before realizing that the cause of the inability to change groups was user error. Prior to this the patient did not know how the device worked and let it die on (B)(6) 2018. The patient 'charlie horse' was resolved after changing groups. The patient reported that they felt warmth near the ins site and that they thought this occurred with all ins'. No further complications were reported.